Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Does this trocar have the optiview technology? ---the information was not provided from the hospital. Were any noises heard such as whistling or hissing? ---the information was not provided from the hospital. If so, did the noise prevent insufflation? Please describe the noise. ---the information was not provided from the hospital. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---the information was not provided from the hospital. What was the gas consumption rate or volume (liter/minute)? ---the information was not provided from the hospital. Were you able to identify where the leak was coming from? ---from the valve. Was a device inserted in the trocar during the leaking? If so, what device? ---no. Was any torque being applied to the trocar or device? ---the information was not provided from the hospital.

Event description:
It was reported that during a laparoscopic hysteromyoma procedure, air leaked. There were no adverse consequences to the patient. Another device was used to complete the case. No device will be returning.